Event description:
It was reported the customer had a keypad anomaly. The customer stated their keypad would get stuck and become unresponsive. It was also found the customer received a battery out limit alarm, but was unable to clear the alarm due to the keypad issue. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No unlock connector noted. The insulin pump had normal operating currents no unexpected battery out limit alarm during our testing noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.